Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced patient side manipulator (psm2) due to broken cover. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psm2 was returned for failure analysis, and the reported event was replicated. Upon visual inspection, the outer insertion shroud cover was found damaged, replicating the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) and passed all relevant testing within specification. The complaint was confirmed based on failure analysis. As a result of this investigation, failure analysis has concluded that the outer insertion shroud cover is the root cause of the reported event.

Event description:
It was reported that the patient side manipulator (psm2) was damaged. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: there was no patient involvement due to system sp0016 is not for human use.